Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly multiple times in the past month. The customer stated the date and time were changed as a result of the reset. Customer reported blood glucose (bg) level was 402 (mg/dl) at the time of the report. The customer reloaded the cartridge, corrected the date and resumed insulin following the resets. A correction bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.